Manufacturer narrative:
Fowler clutch. Fowler clutch assembly bound up, inhibiting manual CPR from functioning properly.

Event description:
It was reported that the fowler clutch was not operating properly. No adverse consequence reported.